Event description:
Consumer claims to have had ear pierced with the inverness system at a retail vendor in 01. Pt sought medical attention sixteen days later for an infection at the piercing site. Pt was admitted to the hosp and i.v. Antibiotics were administered. Two days later an incision and drainage was performed and i.v. Antibiotics were continued until pt was discharged on three days later. Antibiotics were continued after discharge.